Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review could be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model fvl10100 vascular stent graft allegedly experienced misfire. This information was received from one source. The malfunction involved a patient with no reported patient injury. The patient was (B)(6) year old male. The weight of the patient was not provided.